Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed as the product was returned. Visual examination of the returned product identified that the tip of the inserter has fractured, and not all of the pieces have been returned. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during the surgery the tip of the inserter was fractured during use. Fortunately, there was no remains (e.g; a fractured piece of inserter) in the patient's body. No further information is known.

Manufacturer narrative:
(B)(4). G2: japan h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned yet.